Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose. The alarms were cleared and insulin delivery was resumed. Reportedly, customer declined troubleshooting.